Manufacturer narrative:
No medical records were provided to the manufacturer. Images and the lot number for the device was provided. The device history records are currently under review. The device was not returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 17 months post vena cava filter deployment, guided fluoroscopy allegedly identified the filter as tilted with one limb detached, which remains within the ivc. The filter was successfully captured and retrieved. It was unknown if the detached filter limb was retrieved. The patient complained of stomach pain, however, the relationship between the device and the patient's report of pain was unclear. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image review: based on the image provided, a tilted filter can be confirmed, a detached filter limb can be confirmed, filter limb perforation cannot be confirmed (a CT scan of the filter may confirm filter limb perforation), successful filter retrieval cannot be confirmed, successful removal of the detached filter limb cannot be confirmed, the identity of the filter cannot be confirmed. Conclusion: the investigation is confirmed for a tilted filter and a detached limb. Some filter limbs appear to be outside the confines of the ivc; however, a CT scan is needed to confirm limb perforation. Therefore, the investigation is inconclusive for perforation of the ivc. Based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: perforation or other acute or chronic damage of the ivc wall, filter malposition, filter tilt. Update: adverse event report type; event description; type of reportable event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 17 months post vena cava filter deployment, the patient presented with abdominal pain and guided fluoroscopy allegedly demonstrated the filter to be tilted with two limbs perforating the ivc wall. During retrieval of the filter, one of the filter limbs detached and remained in the ivc wall. The filter and the detached filter limb were successfully captured and retrieved using a snare device. The patient was reportedly doing well.